Manufacturer narrative:
The distal segment was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The helix of the lead became extrinsically fractured due to pulling/stretching/overstress. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddlers syndrome. The physician noted that the helix was extended further than usual on both leads. It was questioned if this was due to the twiddlers syndrome or the laser lead extraction. The right atrial (ra) and right ventricular (rv) leads were explanted and replaced. No patient complications have been reported as a result of this event.